Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced lethargy ("lethargy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), systemic lupus erythematosus ("systemic lupus"), menstruation irregular ("irregular menses"), dyspareunia ("dyspareunia"), rash ("skin rashes"), alopecia ("hair loss"), teeth brittle ("brittle teeth"), migraine ("migraine headaches"), anaemia ("symptoms of anemia"), menorrhagia ("menorrhagia"), fatigue ("fatigue that was worse with menses") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, systemic lupus erythematosus, menstruation irregular, rash, alopecia, migraine, anaemia, lethargy, menorrhagia, fatigue and fibromyalgia had not resolved. The reporter considered alopecia, anaemia, autoimmune disorder, dyspareunia, fatigue, fibromyalgia, lethargy, menorrhagia, menstruation irregular, migraine, pelvic pain, rash, systemic lupus erythematosus and teeth brittle to be related to essure. The reporter commented: essure devices remain implanted in plaintiff, and she continues to experience a combination of the above symptoms date of insertion: (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced lethargy ("lethargy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), systemic lupus erythematosus ("systemic lupus"), menstruation irregular ("irregular menses"), dyspareunia ("dyspareunia"), rash ("skin rashes"), alopecia ("hair loss"), teeth brittle ("brittle teeth"), migraine ("migraine headaches"), anaemia ("symptoms of anemia"), menorrhagia ("menorrhagia"), fatigue ("fatigue that was worse with menses") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, systemic lupus erythematosus, menstruation irregular, rash, alopecia, migraine, anaemia, lethargy, menorrhagia, fatigue and fibromyalgia had not resolved. The reporter considered alopecia, anaemia, autoimmune disorder, dyspareunia, fatigue, fibromyalgia, lethargy, menorrhagia, menstruation irregular, migraine, pelvic pain, rash, systemic lupus erythematosus and teeth brittle to be related to essure. The reporter commented: essure devices remain implanted in plaintiff, and she continues to experience a combination of the above symptoms date of insertion: (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received- case was upgraded from non-serious incident to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.